Event description:
The customer reported that they had taken ECG studies from two different patients less than an hour apart. When patient b's ECG study was printed, it showed some of the ECG from patient a.

Manufacturer narrative:
A philips field service engineer went on-site to evaluate the device. He was unable to duplicate the customer's reported problem. On 03/19/2010, the ECG studies were reviewed by philips, and the symptoms were confirmed. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.